Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was unable to release due to row board failure. The field service engineer replaced the row board with a new one to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported that when using the bd pyxis medstation system, it had drawer failure and preventing the user from accessing medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to release du eto row board failure. The field service engineer replaced row board with new one to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, it had drawer failure and preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended.

Event description:
It was reported that when using the bd pyxis medstation system, it had drawer failure and preventing the user from accessing medications. There were no adverse events or injuries reported based on this incident.